Manufacturer narrative:
Corrections to the initial MDR.

Event description:
A report was received that the patient was frequently charging the ipg and was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.

Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was frequently charging the ipg and was experiencing inadequate stimulation. The patient underwent an explant procedure. No further information could be obtained.